Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On 11/20/2020, a distributor of zyno medical reported a complaint. A user facility representative contacted the distributor on 11/19/2020, and stated that, "when performing the air in line test the pump alarmed no clamp instead of air in line." The reported issue was found during testing. The device operator was a technician. No medication was being infused. There was no patient involvement.

Manufacturer narrative:
The service provider tested the device on (B)(6) 2020. The test report was received by zyno medical on (B)(6) 2020. The pump failed the testing. It constantly alarmed "no clamp" even when the pinch clamp was inserted into the pump. The clamp sensor assembly was not damaged but the main board was. The reported constant "no clamp" alarm issue was confirmed. The main board and main wire harness were replaced. The pump was then sent through a whole preventative maintenance test, in which constant air-in-line alarm issue was discovered. The air-in-line sensor was replaced. The pump was repaired and tested to meet full specifications.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2020-00041).